Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found the needle separated from the sensor base. No broken or missing parts were observed during the analysis. Found sensor cannula whole.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating sensor issues. The patient's blood glucose was 11.3 mmol/l at the time of the call. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer stated that the needle was broken. The customer was sent a replacement sensor.